Event description:
The patient was brought to the or for explantation of a mrsa infected kugel hernia patch, which had been implanted february 2003. The procedure performed was: excision of abdominal wall mesh and repair of resultant epigastric defect with 20 x 10 cm permacol.